Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) might have delivered inappropriate therapy due to atrial arrhythmia with rapid ventricular response. The ICD remains in service. No additional adverse patient effects were reported.